Manufacturer narrative:
Correction: on initial MDR the evaluation patient code of 4580 was an error. It should have been 4582 on the original MDR ¿ (corrected information provided in h.10.) Additional information was provided in d.9., h.3., h.6., and h.10. Two used cartridges were returned with 17 total unopened samples for the reported lot. The two used cartridges were microscopically evaluated. Viscoelastic was observed in both used cartridges. No damage or particulate was observed. Both cartridges were dye stained with acceptable results for the presence of top coat. The second cartridge had internal damage with a disruption in the coating on the left side. Two samples were pulled from the returned unopened cartridges. The unopened cartridges were microscopically examined with no damage observed. No particulate was observed inside either cartridge. The returned unopened cartridges were functionally evaluated. No lens or cartridge damage was observed after the lens deliveries. No foreign material was observed. The returned unopened cartridges were cleaned for further evaluation. Top coat dye stain testing was conducted with acceptable results. Per the video, the lens was a toric model. This lens is only qualified is the cartridge for diopters 6.0-25.0. It is unknown if the lens was in the qualified diopter range. An company viscoelastic was indicated. It is unknown if a qualified handpiece was used. The root cause for the reported complaint could not be determined. Based on the review of the returned used cartridge and the provided video, the reported foreign material was most likely internal coating material from the damaged cartridge tip. Company foldable iols are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. Two of the unopenedcartridge returned for the reported lot were evaluated. No foreign material was observed. Functional and dye stain testing was conducted with the unopened samples with acceptable results. No foreign material was observed after the functional testing. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The device was received by a company representative and is in transit to the manufacturing site for investigation. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Investigation including root cause analysis will be completed. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that during intraocular lens (iol) implantation procedure, foreign material was found to be adhered to the rear surface of the lens released into the eye. The foreign material was removed within the surgery. The surgery was completed. No patient harm has been reported.